Event description:
Disposable operating room towels used during endovascular case to drape patient and back table. Access was made with a micropuncture, which was flushed prior to use along with micropuncture sheath. When access was made into the vessel, and the micropucture sheath which had been inside the patient's blood vessel, was removed and replaced with a 5f sheath, the micropucture sheath was flushed and inside the lumen on the micropuncture sheath was approx 3/4-inch piece of green lint from the towels. Doctor was immediately notified. Careful observation was made to reduce potential for more linting on supplies. These towels, when trailed, were brought up due to concern of linting and adhering to wires, stents, etc. For endovascular cases.